Manufacturer narrative:
Concomitant: product ID 3708340, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3708340, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3998, lot# v022880, implanted: 2007-(B)(6), product type lead. Product ID 3998, lot# v022880, implanted: 2007-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient¿s device helped them for two months. During those two months the patient ¿felt something pulling in there¿ and then it quit working. The patient met with their manufacturer representative who checked the device and it was determined the lead had broken or shorted out and need to be replaced. The patient stated the when they were originally implanted the manufacturer representative gave the health care provider (hcp) wires that were not long enough which had caused them to pull loose and break. The patient had a revision on 2008-(B)(6) where they discovered the leads had ¿pulled closer to the spine¿ causing the device to only work on one side in a limited region. As a result the stimulation was not where the patient needed it and they had a loss of therapeutic effect on one side. After the revision the patient went to their health care provider (hcp) to have it adjusted twice and found that ¿it does not work in the way it should¿ so their device was useless and they wanted it explanted. After the revision the patient still did not have good stimulation on the left side. The patient has since stopped charging the device because the hcp stated ¿it could not be moved back in place¿.